Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E1: add contact number phone from the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (8) eight years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had no image during preparation for use. There were no reports of patient harm or impact associated with the reported event.